Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm occurred when monitoring in 50c oven for several hours due to corroded keypad traces. Also received with cracked reservoir tube lip, scratched lcd window, scratched case and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a button error alarm and was not able to clear due to buttons not responding. Customer's blood glucose was 125 mg/dl. Insulin pump would need to be replaced.